Manufacturer narrative:
Results : the complaint was not confirmed. The returned lead was visually inspected and electrically tested. No issues or anomalies were found. The returned lead exhibited normal device characteristics. Event details stated that the patient had partially recovered both sensory and motor function, so a full system was implanted then and the patient had good coverage. It was noted that the physician had stated that he did not feel the lead size was an issue, but he thought that the patient had other issues. The physician did not elaborate on what the other issues were. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient was released from the rehabilitation facility and no longer requires a walker for mobility.

Event description:
It was reported during a permanent implant procedure, the patient experienced a combined motor and sensory deficit in the lower limbs shortly after lead placement. As a result, the lead was immediately removed. Follow-up identified the patient partially regained both sensory and motor function 2 days later. The patient requires the use of a walker at this time and will undergo continuous therapy in a rehabilitation facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.